Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut area during a flap creation. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During a technical site visit, fse (field service engineer) replaced test interface, however the test interface does not have an impact on flap creation. Fse performed system verification and system meets specifications as per sir (service installation record) . The root cause could not be determined conclusively, not enough information was provided. The manufacturer internal reference number is: (B)(4).